Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The tip of the inserter shaft broke during stem insertion. The tip remained in the stem.